Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 135 mg/dl at the time of the call. The customer was given glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was getting no delivery alarm while trying to bolus. Troubleshooting was not completed as the customer declined. The customer ran a manual prime with an empty pump which did not alarm with no reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device also passed tone check and vibrate check. No audio/vibrate/absence of alarm anomalies noted during testing. Unit also primed properly with audio tones during the seating process. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. During the displacement test, after the motor reached end of travel, the unit properly alarmed no reservoir during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).